Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not powering up.

Event description:
It was reported that during a routine check of the pump, the cardiosave intra-aortic balloon pump (iabp) unit is not powering up. There was no patient involvement.

Manufacturer narrative:
Additional information was received on 01/12/2023: investigation finalized on 04/18/2024. A getinge field service engineer (fse) confirmed the issue on site and determined that the pump does not turn on and it is not charging the battery. Found screw from fiber optic door cover had fallen off and landed on the power management board. Replaced power management board. After board replacement pump powered on and charged the batteries. Replace upper panel assembly to repair fiber optic door. During final testing found the recorder would not print. It would just feed paper very slow. Replaced the printer interface board. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received a printer interface board, and performed visual inspection of the printer interface board per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the printer interface board into failure analysis and testing department iabp cardiosave test fixture serial number for testing of the reported problem. Performed and tested the printer interface board in accordance with procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit printer not working. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the printer interface board to the supplier for further failure analysis as per (B)(4) revision ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The failure analysis and testing department inspected a cardiosave upper panel and observed the fiber optic door screw is broken. No further test can be done due to the broken fiber optic door. Retaining the cardiosave upper panel in the failure analysis and testing department per procedure (B)(4) rev ak. Cf. On 17-may-2023: the new supplier (B)(4), will no longer accept (B)(4) boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4) rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.